Event description:
A review of the flag files for a pt revealed several battery charger faults. Zoll customer support contacted the pt to issue him a replacement battery charger.

Manufacturer narrative:
Device eval of battery charger/modem (B)(4) has been completed. The reported problem (battery charger problem has been confirmed. Upon investigation the battery charger/modem was resetting. Component q1 (current controlling transistor) and y1 (10mhz smd crystal) were shorted on the bedside board. The cause for the failure was isolated to the shorted components, q1 and y1. The root cause for the shorted y1 and q1 components could not be positively identified. No adverse event resulted from the defective charger/modem. The pt received a replacement battery charger/modem.